Event description:
It was reported that the device raised the right ventricular (rv) lead output to 5 volts (v) over the course of two months and then the device indicated recommended replacement time (rrt). When rrt was indicated, the patient reported feeling tired. During the device replacement procedure the physician elected to do due to rrt, the impedance trend for the rv lead was reviewed and was normal and the threshold was measured at 0.5 v. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).